Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had a confirmed fracture. Both leads were cut, partially explanted and capped and replaced. No patient complications have been reported as a result of this event.